Event description:
Patient to receive dose of IV levaquin (antibiotic) via a secondary 50 ml bag with a mainline bag also inline. Shortly after the rn began infusing the drug he noticed that the drip chamber was full and the main 1000 ml bag fluid was taking on a yellow tinge. Levaquin has a yellow tinge to it. It was determined that the secondary IV drug was not infusing into the patient but into the main bag. The IV was set on a pump and settings were verified as correct to infuse the secondary drug. Infusion was stopped. It was determined by pharmacy the drug could be repeated. A new setup was put in place and the drug was then successfully infused.